Event description:
The international philips field service engineer (fse) reported a ventilator gave a backup alarm failed during testing unrelated to set up for patient use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Manufacturer narrative:
Upon further review of this case, it was determined that it is a duplicate of the complaint that was reported in MFR report number 2031642-2022-01348. This case will be closed as a duplicate record. Any additional information will be submitted under the initially reported MFR report number 2031642-2022-01348.